Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed via the homechoice machine. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A companion sample was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy effluent coincident with peritoneal dialysis. The cause of the event was unknown. The patient was hospitalized for the event. The patient was treated with solvetan (dose, route, frequency, and duration not reported), briklin (dose, route, frequency, and duration not reported), voncon (dose, route, frequency, and duration not reported), and ciproxin (500mg x 2, intraperitoneally and intravenously, duration not reported) for peritonitis. At the time of this report, the patient remained hospitalized. Dianeal therapies were ongoing. Further details on patient outcome were not reported. No additional information is available. This is report 1 of 3.